Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a competitor's device manager was showing a surgeon at an orthopedic trauma conference, an x-ray, taken on an unknown date, of a synthes variable angle (va) plate with all the implanted screws broken. Patient information, procedure and outcome are unknown. It is unknown if a revision occurred. Patient status is unknown. Concomitant medical products: va plate (part #unknown, lot #unknown, quantity 1). This report is for unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).